Manufacturer narrative:
Additional info will be provided once investigation has been completed.

Event description:
It was reported that a pt underwent arthroscopic surgery of their right wrist. An extensive synovectomy debridement and thermal ligament shrinkage procedure was performed. Allegedly, the port made to perform the arthroscopic wrist surgery did not heal properly, and the pt is unable to entirely extend their ring finger.